Manufacturer narrative:
Other: release handle.

Event description:
It was reported that the mounting bolts were being tightened too tight causing the release handle to activate. There has been no reported pt involvement or adverse consequences.